Manufacturer narrative:
Investigation pending.

Event description:
Caller (clinical administrator) alleged, imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012; inratio2: 1.0, 2.2. Time between testing: immediate. Patient's therapeutic range: not provided.